Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported on (B)(6) 2016 that the patient¿s pump flipped and they couldn¿t fill it. The patient had to undergo surgery to ¿unflip.¿ a fall was noted as a factor that may have led or contributed to the issue. An x-ray was done as troubleshooting performed and surgical intervention occurred to resolve the issue. It was indicated at the time of the report the issue was resolved and the patient status was ¿alive ¿ no injury.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.